Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. Upon deployment of the closure device, the was became kinked. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned and the reported kink was confirmed. The device was visually and microscopically examined. Inspection of the hub, sheath, and tip revealed that the sheath had kinks 5cm and 12cm proximal of the tip, and 2cm distal of the strain relief. The tip was flattened and had ptfe damage on the inner diameter. The ptfe was starting to delaminate from the inner shaft wall. No other damage or defects were found. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. Upon deployment of the closure device, the was became kinked. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.